Event description:
Related manufacturer reference number:2017865-2022-19681. It was reported that the patient presented to the emergency room experiencing arrhythmia. Upon review, chest x-ray showed that the atrial lead and right ventricle lead had dislodged and exhibited failure to capture and under-sensing. Both the atrial lead and right ventricle lead were explanted and replaced. Patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, undersensing, failure to capture, and noise. As received, a complete lead was returned in one piece. The reported events of undersensing, failure to capture, and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were found intact and undamaged. Visual examination of the lead did not find any anomalies except for procedural damage.

Event description:
New information notes that the atrial lead and ventricle lead had also exhibited noise.